Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the emphasys offset cup adapter threads were stripped. It could not attach implant. Did not delay the case. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed the threads of mto emsys acet cup ins adaptor were heavily stripped. Based on the observed condition of the device the investigation was able to confirm the reported event. No other problem identified. A root cause for the observed damage was not established. The allegation of unable to assemble can be confirmed as it is reasonable to conclude that the allegation was due to the observed damage in the threads. No evidence of breakage was observed. The overall complaint was confirmed as the observed condition of the mto emsys acet cup ins adaptor would contribute to the complained device issue. Based on the investigation findings. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the emphasys offset cup adapter threads were stripped. It could not attach implant. Did not delay the case.